Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a calcified external iliac artery. The armada 35 percutaneous transluminal angioplasty (pta) catheter was advanced and inflation was attempted. At between 6 and 7 atmospheres, the balloon ruptured. The procedure was successfully completed with a non-abbott device. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.